Event description:
It was reported from labor and delivery department that the antibiotic zosyn and lactated ringers solution did not infuse through the pump. The clinician was unsure if the issue was due to user error or pump malfunction. Furthermore, it was noted that zosyn may have been set up first as a secondary infusion into an unassociated primary set, then changed to primary infusion. There was no patient impact.

Manufacturer narrative:
The report that zosyn did not infuse was not confirmed. Physical inspection of the device noted no damage or anomalies. Log analysis showed that on (B)(6) 2020 at 10:58 pm, a basic primary infusion was programmed at a rate of 100 ml/hr with a vtbi of 100 ml and the infusion program started. At the time of infusion start, the primary volume infused was recorded as 0 ml. At 11:04 pm, a remote IV for the drugs piperacillin/tazobactam (zosyn) was programmed as a secondary infusion at a concentration of 4.5 g/100ml using drugid=842. The infusion program was started at a rate of 100 ml/hr with a vtbi of 100 ml. On (B)(6) 2020 at 12:05 am, the secondary infusion completed on schedule, switching to the basic primary infusion infusing at a rate of rate of 150 ml/hr with a vtbi of 881.987 ml. At 5:39 am, an air-in-line alarm sounded and was silenced by the user three times. At 5:45 am, another remote IV was programmed as a basic primary infusion. The infusion program was started at a rate of 150 ml/hr with a vtbi of 990 ml. At the time of infusion start the primary volume infused was recorded as 851.434 ml. At 5:45 am, an air-in-line alarm sounded and the infusion was paused a few seconds later. Review of the pcu and pump module error logs did not confirm any errors on the day of the report event. Rate accuracy testing was performed and found the device to be performing within specification. No periods of unregulated flow observed. The event IV tubing set was not provided for investigation. The root cause of zosyn reportedly not infusing was not determined. Device history review: review of the pump module service history record showed that the device was manufactured on 07/11/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date (08/18/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the antibiotic zosyn did not infuse through the pump. The clinician was unsure if the issue was due to user error or pump malfunction. Although requested, additional information was not provided.

Event description:
It was reported from labor and delivery department that the antibiotic zosyn and lactated ringers solution did not infuse through the pump. The clinician was unsure if the issue was due to user error or pump malfunction. Furthermore, it was noted that zosyn may have been set up first as a secondary infusion into an unassociated primary set, then changed to primary infusion. There was no patient impact.